Manufacturer narrative:
(B)(4). The analysis result of the er320 device found that it was received with the shaft bent inside its original package. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a cholecystectomy procedure, the device doesn't work properly. The clips twist when they closed the jaw. A medtronic clip applier was used to complete the procedure. There were no adverse consequences for the patient.